Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the system was explanted on (B)(6) 2019, not as was previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the pain relief not being sustained since the trial and paresthesia in both legs was not determined. It was noted that a manufacturer representative felt there might be a lead migration, but there was no indication that this was confirmed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s pain relief had not been sustained since the trial. They had a loss of pain relief in their back and legs and had paresthesia in both of their legs, but it was only needed in their right leg. The patient was reprogrammed on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2019, but they were not able to pinpoint the exact location of the pain. It was noted that this issue was not due to programming. Imaging was done on (B)(6) 2018 and found that the leads span the t8-9 and t11-12 interspace levels. There was no confirmation from the physician regarding migration, but there appeared to be no migration, per a nurse review. A manufacturer representative (rep) felt like there may be lead migration and urged the patient to ask for additional x-rays. A follow-up appointment was not scheduled at this time. The event was noted to be ongoing. Additional information was received on (B)(6) 2019. It was reported that the patient had the device removed at a planned scoliosis/removal of hardware surgery on (B)(6) 2019. The issue was noted to be resolved without sequelae. No further complications were reported or anticipated.